Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial connector portion of the lead was returned measuring 6.5 cm. Final analysis found full breach insulation degradation at 4.3 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.